Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, broken belt clip slot, stained end cap sticker ad minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 228mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.